Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from twiddler syndrome. Chest x-ray revealed the right atrial lead was wound up in pocket. The lead was explanted with no complications.